Event description:
It was reported the insulin pump had a partial display. There was a blank point in the middle of the display. Customer stated the customer could read all of the information reported. The device was not dropped or bumped. The device passed self test but the black point was still visible during the test. Customer's blood glucose was not provided.

Manufacturer narrative:
The insulin pump had missing segments due to cracked and bleeding lcd glass, cracked case at display window corner and cracked reservoir tube lip.